Manufacturer narrative:
The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited stain inside the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. Humidity invaded the light guide lg-lens which led to corrosion. However, a definitive root cause cannot be determined. The event can be prevented and/or detected by handling the device in accordance with the following section of the instructions for use: tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.